Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. Blood/body fluid present on all conductors.

Event description:
It was reported that during the lead had positioning difficulties during the implant procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.